Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain / pain"), post procedural haemorrhage ("cramping and bleeding after procedure (insertion complication)") and genital haemorrhage ("abnormal bleeding (vaginal menorrhagia) / abnormal bleeding (general)") in a (B)(6) female patient who had essure (batch no. B4001b) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (((B)(6) 2006, (B)(6) 2011,(B)(6) 2013)), ectopic pregnancy in 2005, cholecystectomy, enlarged tonsils and knee operation. The patient denies any chest pain. No shortness of breath. No prior bleeding disorders. No change in bowel habits. No urine symptoms. Concurrent conditions included overweight, menstruation prolonged and general anesthesia. Concomitant products included oral contraceptive nos since (B)(6) 2014 for birth control. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal), type: uti, bv, yeast)"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal), type: uti, bv, yeast)") and fungal infection ("infection (bladder/urinary tract/vaginal), type: uti, bv, yeast"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("inability to have intercourse / apareunia (inability to have sexual intercourse)"), abdominal pain lower ("cramping"), fatigue ("fatigue"), back pain ("severe and persistent back"), arthralgia ("severe and persistent hip/ painful joint pain"), abdominal pain upper ("stomach pain"), feeling abnormal ("brain fog"), swelling ("swelling"), migraine ("migraines / headaches"), headache ("migraines / headaches") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal menorrhagia)"), urticaria ("allergic or hypersensitivity reaction type: hives and rash on my stomach and chest /"), rash ("allergic or hypersensitivity reaction type: hives and rash on my stomach and chest /") and nausea ("nausea"). In (B)(6) 2014, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation / constipation"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cyst"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), weight increased ("weight gain/loss/ weight gain "), weight decreased ("weight gain/loss/ weight gain") and procedural pain ("cramping and bleeding after procedure (insertion complication)"). The patient was treated with surgery (robotic laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, post procedural haemorrhage, genital haemorrhage, vaginal haemorrhage, menorrhagia, urticaria, rash, dyspareunia, female sexual dysfunction, tooth disorder, abdominal pain lower, fatigue, constipation, back pain, arthralgia, abdominal pain upper, feeling abnormal, swelling, allergy to metals, dysmenorrhoea, alopecia, migraine, headache, nausea, vaginal discharge, weight decreased, procedural pain, urinary tract infection, bacterial vaginosis and fungal infection had resolved, the ovarian cyst had not resolved and the weight increased outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, arthralgia, back pain, bacterial vaginosis, constipation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, post procedural haemorrhage, procedural pain, rash, swelling, tooth disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: the patient tolerated the insertion procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: fallopian tubes were occluded. On (B)(6) 2014: transvaginal pelvic ultrasound with pulse-wave and color flow doppler: small echogenic foci probably in the myometrium adjacent to the endometrial stripe could be secondary to adenomyosis normal appearance of both ovaries. On (B)(6) 2015: general diagnostic report: general diagnostic report. On (B)(6) 2015: surgical pathological report: gross description: a. Labeled - uterus, cervix and bilateral tubes" the specimen is received in fonualin and consists of uterus and cervix with attached bilateral fallopian tubes. The uterus and cervix weigh 64 gm and measure 4.5 x 4.3 x 3.3 cm. The serosal surface is tan-pink and smooth. The cervix measures 3.2 em in length and 2.6 cm in diameter. The ectocervical mucosa is grey-pink and smooth, and surrounds a patent cervical os measuring 1.5 cm in diameter; the endocervical canal is patent and lined by a smooth pink mucosa. The endometrial cavity is triangular and is lined by a smooth, red-pink. Endometrium measuring 0.3 cm in thickness. The myometrium measures up to 1.8 cm in thickness and displays no gross lesions. There are two essure coils measuring approximately 4.0 cm in length and 0.2 cm in diameter each. Extending from the upper uterine cavity into the isthmus of both fallopian tubes. The right fallopian tube measures 7.8 cm in length and 0.5 em in diameter.. The serosa is tan-red and smooth, cut sections reveal no gross lesions. The left fallopian tube measures 7.5 cm in length and 0.5 em in diameter. The serosa is tan-red and smooth. Cut sections reveal no gross lesions. Diagnosis: resection, uterus, cervix, and bilateral fallopian tubes benign cervix with chronic cervicitis. Benign endometrium with inactive pattern and superficial lytic changes. Benign myometrium with focal superficial old hemorrhage, nonspecific. Most recent follow-up information incorporated above includes: on 31-jan-2018: plaintiff fact sheet & medical record received. Events abnormal bleeding (vaginal menorrhagia), allergic or hypersensitivity reaction type: hives and rash on my stomach and chest / hives/rash on stomach/chest, pain during intercourse, cramping, dental problems, fatigue, constipation, back, hip pain, stomach pain, brain fog, swelling, ovarian cyst, nickel allergy, dysmenorrhea, hair loss, infection (bladder/urinary tract/vaginal), type: uti, bv, yeast, migraines / headaches, nausea, vaginal discharge, weight gain/loss/ cramping and bleeding after procedure (insertion complication) lot number & lab data updated. Concomitant & historical drug & condition added. Patient product & reporter information updated. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain / pain/pelvic pain"), post procedural haemorrhage ("cramping and bleeding after procedure (insertion complication)") and genital haemorrhage ("abnormal bleeding (general)") in a 29-year-old female patient who had essure (batch no. B4001b) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (((B)(6) 2006, (B)(6) 2011, (B)(6) 2013)), ectopic pregnancy in 2005, cholecystectomy, enlarged tonsils, knee operation and vaginal odor. The patient denies any chest pain. No shortness of breath. No prior bleeding disorders. No change in bowel habits. No urine symptoms. On (B)(6) 2014: transvaginal pelvic ultrasound with pulse-wave and color flow doppler: small echogenic foci probably in the myometrium adjacent to the endometrial stripe could be secondary to adenomyosis normal appearance of both ovaries. (B)(6) 2015: general diagnostic report: general diagnostic report (B)(6) 2015: surgical pathological report: gross description: a. Labeled - uterus, cervix and bilateral tubes" the specimen is received in fonualin and consists of uterus and cervix with attached bilateral fallopian tubes. The uterus and celvix weigh 64 gm and measure 4.5 x 4.3 x 3.3 cm. The serosal surface is tan-pink and smooth. The cervix measures 3.2 em in length and 2.6 cm in diameter. The ectocervical mucosa is grey-pink and smooth, and surrounds a patent cervical os measuring 1.5 cm in diameter; the endocervical canal is patent and lined by a smooth pink mucosa. The endometrial cavity is triangular and is lined by a smooth, red-pink. Endometrium measuring 0.3 cm in thickness. The myometrium measures up to 1.8 cm in thickness and displays no gross lesions. There are two essure coils measuring approximately 4.0 cm in length and 0.2 cm in diameter each. Extending from the upper uterine cavity into the isthmus of both fallopian tubes. The right fallopian tube measures 7.8 cm in length and 0.5 em in diameter.. The serosa is tan-red and smooth, cut sections reveal no gross lesions. The left fallopian tube measures 7.5 cm in length and 0.5 em in diameter. The serosa is tan-red and smooth. Cut sections reveal no gross lesions. Diagnosis: resection, uterus, cervix, and bilateral fallopian tubes benign cervix with chronic cervicitis. Benign endometrium with inactive pattern and superficial lytic changes. Benign myometrium with focal superficial old hemorrhage, nonspecific. Concurrent conditions included overweight, menstruation prolonged, general anesthesia and vaginal itching. Concomitant products included oral contraceptive nos since (B)(6) 2014 for birth control as well as hydromorphone hydrochloride (dilaudid), ketorolac tromethamine (toradol), naproxen (motrin) and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient was found to have weight increased ("weight gain/loss/ weight gain") and experienced urinary tract infection fungal ("infection (bladder/urinary tract/vaginal), type: uti, bv, yeast)"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal), type: uti, bv, yeast)") and vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal), type: uti, bv, yeast"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("inability to have intercourse / apareunia (inability to have sexual intercourse)"), abdominal pain lower ("cramping"), fatigue ("fatigue"), back pain ("severe and persistent back"), arthralgia ("severe and persistent hip/ painful joint/joint pain"), abdominal pain upper ("stomach pain"), feeling abnormal ("brain fog"), swelling ("swelling"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge") and headache ("headaches"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal menorrhagia)"), urticaria ("allergic or hypersensitivity reaction type: hives and rash on my stomach and chest /rashes or skin conditions type: hives and rash on my stomach and chest"), dermatitis allergic ("allergic or hypersensitivity reaction type: hives and rash on my stomach and chest /"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and nausea ("nausea"). In (B)(6) 2014, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation / constipation"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cyst"), procedural pain ("cramping and bleeding after procedure (insertion complication)") and abdominal pain ("abdominal pain") and was found to have weight decreased ("weight gain/loss/ weight gain"). The patient was treated with ethinylestradiol;levonorgestrel (aviane) and surgery (robotic laparoscopic total hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, post procedural haemorrhage, genital haemorrhage, vaginal haemorrhage, menorrhagia, urticaria, dermatitis allergic, dyspareunia, female sexual dysfunction, tooth disorder, abdominal pain lower, fatigue, constipation, back pain, arthralgia, abdominal pain upper, feeling abnormal, swelling, allergy to metals, dysmenorrhoea, alopecia, migraine, nausea, vaginal discharge, weight increased, weight decreased, procedural pain, urinary tract infection fungal, bacterial vaginosis, vulvovaginal mycotic infection and abdominal pain had resolved, the ovarian cyst had not resolved and the headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, arthralgia, back pain, bacterial vaginosis, constipation, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, post procedural haemorrhage, procedural pain, swelling, tooth disorder, urinary tract infection fungal, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: the patient tolerated the insertion procedure well. Discrepancy noted in essure insertion date (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: fallopian tubes were occluded; on (B)(6) 2014: successful bilateral fallopian tube occlusion. Pregnancy test urine - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : back pain, heavy bleeding and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2019: pfs received, mr received.medical history, treatment drug, lab data and concomitant drug were added. Reporter information were added. Event verbatim were updated as physical pain / pain/pelvic pain. Event : abdominal pain and headaches were added. Outcome for the event weight gain were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain/pelvic pain'), post procedural haemorrhage ('cramping and bleeding after procedure (insertion complication)') and genital haemorrhage ('abnormal bleeding (general)') in a 29-year-old female patient who had essure (batch no. B4001b) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in 2005, multigravida, parity 3 (((B)(6) 2006, (B)(6) 2011, (B)(6) 2013)), cholecystectomy, enlarged tonsils, knee operation and vaginal odor. The patient denies any chest pain. No shortness of breath. No prior bleeding disorders. No change in bowel habits. No urine symptoms. Concurrent conditions included overweight, menstruation prolonged, general anesthesia and vaginal itching. Concomitant products included oral contraceptive nos since (B)(6) 2014 for birth control as well as hydromorphone hydrochloride (dilaudid), ketorolac tromethamine (toradol), naproxen (motrin) and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient was found to have weight increased ("weight gain/loss/ weight gain") and experienced urinary tract infection fungal ("infection (bladder/urinary tract/vaginal), type: uti, bv, yeast)"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal), type: uti, bv, yeast)") and vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal), type: uti, bv, yeast"). In (B)(6) 2014, the patient experienced abdominal pain lower ("cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("severe and persistent back"), female sexual dysfunction ("inability to have intercourse / apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), arthralgia ("severe and persistent hip/ painful joint/joint pain"), abdominal pain upper ("stomach pain/ achy muscles in stomach"), feeling abnormal ("brain fog"), swelling ("swelling"), migraine ("migraines / headaches") and headache ("headaches"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal menorrhagia)"), urticaria ("allergic or hypersensitivity reaction type: hives and rash on my stomach and chest /rashes or skin conditions type: hives and rash on my stomach and chest"), dermatitis allergic ("allergic or hypersensitivity reaction type: hives and rash on my stomach and chest /"), alopecia ("hair loss") and nausea ("nausea"). In (B)(6) 2014, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation / constipation"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal distension ("major bloat"), ovarian cyst ("ovarian cyst"), procedural pain ("cramping and bleeding after procedure (insertion complication)"), musculoskeletal pain ("shoulder soreness") and bladder pain ("pain in bladder while urinating") and was found to have weight decreased ("weight gain/loss/ weight gain"). The patient was treated with ethinylestradiol;levonorgestrel (aviane) and surgery (robotic laparoscopic total hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, post procedural haemorrhage, genital haemorrhage, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, back pain, allergy to metals, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urticaria, dermatitis allergic, vaginal discharge, tooth disorder, fatigue, constipation, arthralgia, abdominal pain upper, feeling abnormal, swelling, alopecia, migraine, nausea, weight increased, weight decreased, procedural pain, urinary tract infection fungal, bacterial vaginosis and vulvovaginal mycotic infection had resolved, the abdominal distension, headache, musculoskeletal pain and bladder pain outcome was unknown and the ovarian cyst had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, arthralgia, back pain, bacterial vaginosis, bladder pain, constipation, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, musculoskeletal pain, nausea, ovarian cyst, pelvic pain, post procedural haemorrhage, procedural pain, swelling, tooth disorder, urinary tract infection fungal, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: the patient tolerated the insertion procedure well. Discrepancy noted in essure insertion date (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: fallopian tubes were occluded; on (B)(6) 2014: successful bilateral fallopian tube occlusion. Pregnancy test urine - on (B)(6) 2014: negative. On (B)(6) 2014: transvaginal pelvic ultrasound with pulse-wave and color flow doppler: small echogenic foci probably in the myometrium adjacent to the endometrial stripe could be secondary to adenomyosis normal appearance of both ovaries. On (B)(6) 2015: general diagnostic report: general diagnostic report on (B)(6) 2015: surgical pathological report: gross description: a. Labeled - uterus, cervix and bilateral tubes" the specimen is received in fonualin and consists of uterus and cervix with attached bilateral fallopian tubes. The uterus and celvix weigh 64 gm and measure 4.5 x 4.3 x 3.3 cm. The serosal surface is tan-pink and smooth. The cervix measures 3.2 em in length and 2.6 cm in diameter. The ectocervical mucosa is grey-pink and smooth, and surrounds a patent cervical os measuring 1.5 cm in diameter; the endocervical canal is patent and lined by a smooth pink mucosa. The endometrial cavity is triangular and is lined by a smooth, red-pink. Endometrium measuring 0.3 cm in thickness. The myometrium measures up to 1.8 cm in thickness and displays no gross lesions. There are two essure coils measuring approximately 4.0 cm in length and 0.2 cm in diameter each. Extending from the upper uterine cavity into the isthmus of both fallopian tubes. The right fallopian tube measures 7.8 cm in length and 0.5 em in diameter.. The serosa is tan-red and smooth, cut sections reveal no gross lesions. The left fallopian tube measures 7.5 cm in length and 0.5 em in diameter. The serosa is tan-red and smooth. Cut sections reveal no gross lesions. Diagnosis: resection, uterus, cervix, and bilateral fallopian tubes benign cervix with chronic cervicitis. Benign endometrium with inactive pattern and superficial lytic changes. Benign myometrium with focal superficial old hemorrhage, nonspecific. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : back pain, heavy bleeding and pelvic pain. Concerning the injuries reported in this case, the following one/ones were described in social media : shoulder soreness, major bloat, pain in bladder while urinating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: social media received : reporter information updated. New events - shoulder soreness, major bloat, pain in bladder while urinating were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain / pain"), post procedural haemorrhage ("cramping and bleeding after procedure (insertion complication)") and genital haemorrhage ("abnormal bleeding (vaginal menorrhagia) / abnormal bleeding (general)") in a 29-year-old female patient who had essure (batch no. B4001b) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (19-sep-2006, 20-oct-2011,12-aug-2013), ectopic pregnancy in 2005, cholecystectomy, enlarged tonsils and knee operation. The patient denies any chest pain. No shortness of breath. No prior bleeding disorders. No change in bowel habits. No urine symptoms. Concurrent conditions included overweight, menstruation prolonged and general anesthesia. Concomitant products included oral contraceptive nos since august 2014 for birth control. On (B)(6) 2013, the patient had essure inserted. In june 2014, the patient experienced urinary tract infection fungal ("infection (bladder/urinary tract/vaginal), type: uti, bv, yeast)"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal), type: uti, bv, yeast)") and vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal), type: uti, bv, yeast"). In july 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("inability to have intercourse / apareunia (inability to have sexual intercourse)"), abdominal pain lower ("cramping"), fatigue ("fatigue"), back pain ("severe and persistent back"), arthralgia ("severe and persistent hip/ painful joint pain"), abdominal pain upper ("stomach pain"), feeling abnormal ("brain fog"), swelling ("swelling"), the first episode of migraine ("migraines / headaches"), the second episode of migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge"). In august 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal menorrhagia)"), urticaria ("allergic or hypersensitivity reaction type: hives and rash on my stomach and chest /"), dermatitis allergic ("allergic or hypersensitivity reaction type: hives and rash on my stomach and chest /") and nausea ("nausea"). In september 2014, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation / constipation"). In november 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cyst"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), weight increased ("weight gain/loss/ weight gain "), weight decreased ("weight gain/loss/ weight gain") and procedural pain ("cramping and bleeding after procedure (insertion complication)"). The patient was treated with surgery (robotic laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, post procedural haemorrhage, genital haemorrhage, vaginal haemorrhage, menorrhagia, urticaria, dermatitis allergic, dyspareunia, female sexual dysfunction, tooth disorder, abdominal pain lower, fatigue, constipation, back pain, arthralgia, abdominal pain upper, feeling abnormal, swelling, allergy to metals, dysmenorrhoea, alopecia, the last episode of migraine, nausea, vaginal discharge, weight decreased, procedural pain, urinary tract infection fungal, bacterial vaginosis and vulvovaginal mycotic infection had resolved, the ovarian cyst had not resolved and the weight increased outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, arthralgia, back pain, bacterial vaginosis, constipation, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, ovarian cyst, pelvic pain, post procedural haemorrhage, procedural pain, swelling, tooth disorder, urinary tract infection fungal, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: the patient tolerated the insertion procedure well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on 5-mar-2014: fallopian tubes were occluded on 16-dec-2014: transvaginal pelvic ultrasound with pulse-wave and color flow doppler: small echogenic foci probably in the myometrium adjacent to the endometrial stripe could be secondary to adenomyosis normal appearance of both ovaries. 14-jan-2015: general diagnostic report: general diagnostic report 14-jan-2015: surgical pathological report: gross description: a. Labeled - uterus, cervix and bilateral tubes" the specimen is received in fonualin and consists of uterus and cervix with attached bilateral fallopian tubes. The uterus and celvix weigh 64 gm and measure 4.5 x 4.3 x 3.3 cm. The serosal surface is tan-pink and smooth. The cervix measures 3.2 em in length and 2.6 cm in diameter. The ectocervical mucosa is grey-pink and smooth, and surrounds a patent cervical os measuring 1.5 cm in diameter; the endocervical canal is patent and lined by a smooth pink mucosa. The endometrial cavity is triangular and is lined by a smooth, red-pink. Endometrium measuring 0.3 cm in thickness. The myometrium measures up to 1.8 cm in thickness and displays no gross lesions. There are two essure coils measuring approximately 4.0 cm in length and 0.2 cm in diameter each. Extending from the upper uterine cavity into the isthmus of both fallopian tubes. The right fallopian tube measures 7.8 cm in length and 0.5 em in diameter.. The serosa is tan-red and smooth, cut sections reveal no gross lesions. The left fallopian tube measures 7.5 cm in length and 0.5 em in diameter. The serosa is tan-red and smooth. Cut sections reveal no gross lesions. Diagnosis: resection, uterus, cervix, and bilateral fallopian tubes benign cervix with chronic cervicitis. Benign endometrium with inactive pattern and superficial lytic changes. Benign myometrium with focal superficial old hemorrhage, nonspecific quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of ptc (product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain/pelvic pain') in a 29-year-old female patient who had essure (batch no. B4001b-inv,b40018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in 2005, multigravida, parity 3 (((B)(6) 2006, (B)(6) 2011, (B)(6) 2013)), cholecystectomy, enlarged tonsils, knee operation and vaginal odor. The patient denies any chest pain. No shortness of breath. No prior bleeding disorders. No change in bowel habits. No urine symptoms. On (B)(6) 2014: transvaginal pelvic ultrasound with pulse-wave and color flow doppler: small echogenic foci probably in the myometrium adjacent to the endometrial stripe could be secondary to adenomyosis normal appearance of both ovaries. (B)(6) 2015: general diagnostic report: general diagnostic report (B)(6) 2015: surgical pathological report: gross description: a. Labeled - uterus, cervix and bilateral tubes" the specimen is received in fonualin and consists of uterus and cervix with attached bilateral fallopian tubes. The uterus and celvix weigh 64 gm and measure 4.5 x 4.3 x 3.3 cm. The serosal surface is tan-pink and smooth. The cervix measures 3.2 em in length and 2.6 cm in diameter. The ectocervical mucosa is grey-pink and smooth, and surrounds a patent cervical os measuring 1.5 cm in diameter; the endocervical canal is patent and lined by a smooth pink mucosa. The endometrial cavity is triangular and is lined by a smooth, red-pink. Endometrium measuring 0.3 cm in thickness. The myometrium measures up to 1.8 cm in thickness and displays no gross lesions. There are two essure coils measuring approximately 4.0 cm in length and 0.2 cm in diameter each. Extending from the upper uterine cavity into the isthmus of both fallopian tubes. The right fallopian tube measures 7.8 cm in length and 0.5 em in diameter.. The serosa is tan-red and smooth, cut sections reveal no gross lesions. The left fallopian tube measures 7.5 cm in length and 0.5 em in diameter. The serosa is tan-red and smooth. Cut sections reveal no gross lesions. Diagnosis: resection, uterus, cervix, and bilateral fallopian tubes benign cervix with chronic cervicitis. Benign endometrium with inactive pattern and superficial lytic changes. Benign myometrium with focal superficial old hemorrhage, nonspecific. Concurrent conditions included overweight, menstruation prolonged, general anesthesia and vaginal itching. Concomitant products included oral contraceptive nos since (B)(6) 2014 for birth control as well as hydromorphone hydrochloride (dilaudid), ketorolac tromethamine (toradol), naproxen (motrin) and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient was found to have weight increased ("weight gain/loss/ weight gain") and experienced urinary tract infection fungal ("infection (bladder/urinary tract/vaginal), type: uti, bv, yeast)"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal), type: uti, bv, yeast)") and vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal), type: uti, bv, yeast"). In (B)(6) 2014, the patient experienced abdominal pain lower ("cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("severe and persistent back"), female sexual dysfunction ("inability to have intercourse / apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), arthralgia ("severe and persistent hip/ painful joint/joint pain"), abdominal pain upper ("stomach pain/ achy muscles in stomach"), feeling abnormal ("brain fog"), swelling ("swelling"), migraine ("migraines / headaches") and headache ("headaches"). In (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal menorrhagia)/heavy bleeding"), urticaria ("allergic or hypersensitivity reaction type: hives and rash on my stomach and chest /rashes or skin conditions type: hives and rash on my stomach and chest"), dermatitis allergic ("allergic or hypersensitivity reaction type: hives and rash on my stomach and chest /"), alopecia ("hair loss") and nausea ("nausea"). In (B)(6) 2014, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation / constipation"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage ("cramping and bleeding after procedure (insertion complication)"), abdominal pain ("abdominal pain"), abdominal distension ("major bloat"), ovarian cyst ("ovarian cyst"), procedural pain ("cramping and bleeding after procedure (insertion complication)"), musculoskeletal pain ("shoulder soreness"), bladder pain ("pain in bladder while urinating"), adenomyosis ("adenomyosis"), insomnia ("lack of sleep"), night sweats ("night sweats") and dysuria ("hurts to pee") and was found to have weight decreased ("weight gain/loss/ weight gain"). The patient was treated with ethinylestradiol;levonorgestrel (aviane) and surgery (robotic laparoscopic total hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, post procedural haemorrhage, genital haemorrhage, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, back pain, allergy to metals, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urticaria, dermatitis allergic, vaginal discharge, tooth disorder, fatigue, constipation, arthralgia, abdominal pain upper, feeling abnormal, swelling, alopecia, migraine, nausea, weight increased, weight decreased, procedural pain, urinary tract infection fungal, bacterial vaginosis and vulvovaginal mycotic infection had resolved, the abdominal distension, headache, musculoskeletal pain, bladder pain, adenomyosis, insomnia, night sweats and dysuria outcome was unknown and the ovarian cyst had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, adenomyosis, allergy to metals, alopecia, arthralgia, back pain, bacterial vaginosis, bladder pain, constipation, dermatitis allergic, dysmenorrhoea, dyspareunia, dysuria, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, insomnia, menorrhagia, migraine, musculoskeletal pain, nausea, night sweats, ovarian cyst, pelvic pain, post procedural haemorrhage, procedural pain, swelling, tooth disorder, urinary tract infection fungal, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: the patient tolerated the insertion procedure well. Discrepancy noted in essure insertion date (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: fallopian tubes were occluded; on (B)(6) 2014: successful bilateral fallopian tube occlusion. Pregnancy test urine - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : back pain, heavy bleeding and pelvic pain. Concerning the injuries reported in this case, the following one/ones were described in social media : shoulder soreness, major bloat, pain in bladder while urinating. This lot b4001b is invalid. Lot number: b40018 manufacturing date: 2013-05 expiration date: 2016-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: fu 14 and 5 processed together.quality safety evaluation of ptc. On 20-mar-2020: fu 14 and 5 processed together. Reporter information were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain/pelvic pain') in a 29-year-old female patient who had essure (batch no. B4001b) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in 2005, multigravida, parity 3 (((B)(6) 2006, (B)(6) 2011,(B)(6) 2013)), cholecystectomy, enlarged tonsils, knee operation and vaginal odor. The patient denies any chest pain. No shortness of breath. No prior bleeding disorders. No change in bowel habits. No urine symptoms. On (B)(6) 2014: transvaginal pelvic ultrasound with pulse-wave and color flow doppler: small echogenic foci probably in the myometrium adjacent to the endometrial stripe could be secondary to adenomyosis normal appearance of both ovaries. (B)(6) 2015: general diagnostic report: general diagnostic report (B)(6) 2015: surgical pathological report: gross description: a. Labeled - uterus, cervix and bilateral tubes" the specimen is received in fonualin and consists of uterus and cervix with attached bilateral fallopian tubes. The uterus and celvix weigh 64 gm and measure 4.5 x 4.3 x 3.3 cm. The serosal surface is tan-pink and smooth. The cervix measures 3.2 em in length and 2.6 cm in diameter. The ectocervical mucosa is grey-pink and smooth, and surrounds a patent cervical os measuring 1.5 cm in diameter; the endocervical canal is patent and lined by a smooth pink mucosa. The endometrial cavity is triangular and is lined by a smooth, red-pink. Endometrium measuring 0.3 cm in thickness. The myometrium measures up to 1.8 cm in thickness and displays no gross lesions. There are two essure coils measuring approximately 4.0 cm in length and 0.2 cm in diameter each. Extending from the upper uterine cavity into the isthmus of both fallopian tubes. The right fallopian tube measures 7.8 cm in length and 0.5 em in diameter.. The serosa is tan-red and smooth, cut sections reveal no gross lesions. The left fallopian tube measures 7.5 cm in length and 0.5 em in diameter. The serosa is tan-red and smooth. Cut sections reveal no gross lesions. Diagnosis: resection, uterus, cervix, and bilateral fallopian tubes benign cervix with chronic cervicitis. Benign endometrium with inactive pattern and superficial lytic changes. Benign myometrium with focal superficial old hemorrhage, nonspecific. Concurrent conditions included overweight, menstruation prolonged, general anesthesia and vaginal itching. Concomitant products included oral contraceptive nos since (B)(6) 2014 for birth control as well as hydromorphone hydrochloride (dilaudid), ketorolac tromethamine (toradol), naproxen (motrin) and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient was found to have weight increased ("weight gain/loss/ weight gain") and experienced urinary tract infection fungal ("infection (bladder/urinary tract/vaginal), type: uti, bv, yeast)"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal), type: uti, bv, yeast)") and vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal), type: uti, bv, yeast"). In july 2014, the patient experienced abdominal pain lower ("cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("severe and persistent back"), female sexual dysfunction ("inability to have intercourse / apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), arthralgia ("severe and persistent hip/ painful joint/joint pain"), abdominal pain upper ("stomach pain/ achy muscles in stomach"), feeling abnormal ("brain fog"), swelling ("swelling"), migraine ("migraines / headaches") and headache ("headaches"). In august 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal menorrhagia)"), urticaria ("allergic or hypersensitivity reaction type: hives and rash on my stomach and chest /rashes or skin conditions type: hives and rash on my stomach and chest"), dermatitis allergic ("allergic or hypersensitivity reaction type: hives and rash on my stomach and chest /"), alopecia ("hair loss") and nausea ("nausea"). In (B)(6) 2014, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation / constipation"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage ("cramping and bleeding after procedure (insertion complication)"), abdominal pain ("abdominal pain"), abdominal distension ("major bloat"), ovarian cyst ("ovarian cyst"), procedural pain ("cramping and bleeding after procedure (insertion complication)"), musculoskeletal pain ("shoulder soreness"), bladder pain ("pain in bladder while urinating"), adenomyosis ("adenomyosis"), insomnia ("lack of sleep"), night sweats ("night sweats") and dysuria ("hurts to pee") and was found to have weight decreased ("weight gain/loss/ weight gain"). The patient was treated with ethinylestradiol;levonorgestrel (aviane) and surgery (robotic laparoscopic total hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, post procedural haemorrhage, genital haemorrhage, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, back pain, allergy to metals, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urticaria, dermatitis allergic, vaginal discharge, tooth disorder, fatigue, constipation, arthralgia, abdominal pain upper, feeling abnormal, swelling, alopecia, migraine, nausea, weight increased, weight decreased, procedural pain, urinary tract infection fungal, bacterial vaginosis and vulvovaginal mycotic infection had resolved, the abdominal distension, headache, musculoskeletal pain, bladder pain, adenomyosis, insomnia, night sweats and dysuria outcome was unknown and the ovarian cyst had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, adenomyosis, allergy to metals, alopecia, arthralgia, back pain, bacterial vaginosis, bladder pain, constipation, dermatitis allergic, dysmenorrhoea, dyspareunia, dysuria, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, insomnia, menorrhagia, migraine, musculoskeletal pain, nausea, night sweats, ovarian cyst, pelvic pain, post procedural haemorrhage, procedural pain, swelling, tooth disorder, urinary tract infection fungal, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: the patient tolerated the insertion procedure well. Discrepancy noted in essure insertion date (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: fallopian tubes were occluded; on (B)(6) 2014: successful bilateral fallopian tube occlusion. Pregnancy test urine - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : back pain, heavy bleeding and pelvic pain. Concerning the injuries reported in this case, the following one/ones were described in social media : shoulder soreness, major bloat, pain in bladder while urinating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: reporter added. Events: adenomyosis, lack of sleep, night sweats, hurts to pee were added. Events genital haemorrhage and post procedural bleeding were downgraded to non-serious. Fup 12 and fup 13 processed together. On (B)(6) 2020: social media content received: reporter added. Fu 12 and 13 processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.